Event description:
Home monitoring reported shock impedance greater than 150 ohms and has intermittently jumped to this value at least since the past year. Facility was noted to have turned this specific alert off. Recordings show noise on the ff. Advised to evaluate lead further. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.